Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed the issue and determined that the fault lies within the spo2 measurement components. The spo2 board was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the spo2 is not reading correctly. The device was in use on patient at time of event, there was no adverse event reported.